Event description:
It was reported that during a ptca procedure, stent dislodgement occurred. The rca vessel had two lesions that the physician planned to treat. Due to the fact that the proximal lesion was "very tight"; he elected to stent this lesion first, and successfully placed another manufacturer's stent. He then attempted to cross that stent with the 16 x 3.0 liberte' stent. At some point he believed that the liberte' stent became caught on one of the struts of the previously placed stent. While attempting to withdraw the liberte' stent delivery system, the stent came off of the balloon. He was able to advance a wire through the dislodge stent and attempted to retrieve it by partially inflating an angioplasty balloon; however, this maneuver was unsuccessful. The pt was sent to surgery and is doing fine. In the opinion of the physician, he does not believe it was a failure of the device, but merely the results of a challenging case. Pt status is reported as "okay."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted. The manufacturing records for top assembly batch 9378066 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.